Event description:
A distributor returned battery pack sn (B)(4) and reported that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor or recharge. The battery output voltage was 2.88v. The battery cells were excessively discharged. The root cause for the excessive discharge was defective battery cells. No adverse event resulted from the defective battery.